Event description:
It was reported that there was a time discrepancy issue with the pump's display time being incorrect. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump's time and advised them to monitor and follow up if the issue recurred. The caller understood and acknowledged this guidance.